Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a long in-stent restenosis of a moderately calcified lesion in the left superficial femoral artery. The ht command 14 mt guide wire was advanced to the target lesion. Intravascular ultrasound (ivus) was performed followed by laser atherectomy. After removing the command guide wire the polymer coating appeared to be damaged (almost looked melted). There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.